Event description:
Post-op complaints of pain. Patient experienced pain in target knee since (B)(6) 2012. Kenacort injections ((B)(6) 2012) and yttrium treatment ((B)(6) 2013) reduced the pain for a limited period. In (B)(6) 2014 pt underwent a partial synovectomy including an insert change.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a scorpio nrg insert was reported. The event was confirmed. A review of the provided medical records and/or x-rays by a clinical consultant indicated: ¿there is no examination of the explanted component, no clinical documentation of the complaints noted in the event description, and no clarification of the location, severity or description of the pain. In view of the consistently benign x-ray appearance of the total knee arthroplasty through (B)(6) 2012, the finding of 'very slight synovial irritation' at the (B)(6) 2014, revision surgery and the documented positive cultures, there is no evidence that this patient¿s clinical problems are related to factors of faulty prosthetic design, manufacturing, or materials.¿ review of the device history records indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The investigation concluded that the introduction of the reported causative agent of this post-operation infection was not via the reported devices.

Event description:
Post-op complaints of pain. Patient experienced pain in target knee since april 2012. Kenacort injections ((B)(6) 2012) and yttrium treatment ((B)(6) 2013) reduced the pain for a limited period. In (B)(6) 2014 pt underwent a partial synovectomy including an insert change.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturer.